Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that while vela ventilator was running, high peak inspiratory pressure alarmed occured and auto triggering also happened. The customer confirmed that there was patient involvement however no harm was noted and the patient was transferred to another ventilator.